Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 401 mg/dl and the current blood glucose was 144 mg/dl. This morning the blood glucose was 345 mg/dl, 130 mg/dl and now it was 144 mg/dl. The blood glucose went up to 301, 231, 275, 303 mg/dl and on saturday it was 319 mg/dl and 401 mg/dl the down to 345 to 326 mg/dl and then went down to 311, 328, 374 mg/dl and last night it was steady to 179mg/dl then down to 130 mg/dl. The customer had problems with his sugars really high up to 395 mg/dl. The customer also stated that, the insulin pump had motor error and insulin pump was able to rewind. The drive support cap was normal. The insulin pump will not be returned for analysis.